Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No unexpected numbers ramping noted. No battery out limit alarm noted. All operating currents are within specification. Insulin pump passed self test. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported that the numbers on the customer's insulin pump were ramping up and it feels like one of the keys is permanently pressed down. The customer's blood glucose level was 19.9 mmol/l, which was treated with manual injection. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.